Event description:
It was reported to medtronic neurosurgery that during preimplantation testing the strata valve emptied fluid through its distal membrane.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of the valves are 100% tested at the time of manufacture.